Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle safety mechanism detached. The following information was provided by the initial reporter: having issues with the guard failing and increasing needle sticks.

Event description:
It was reported that the bd eclipse¿ needle safety mechanism detached. The following information was provided by the initial reporter: having issues with the guard failing and increasing needle sticks.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-dec-2022. H6: investigation summary: our quality engineer inspected the 200 representative samples submitted for evaluation. The reported issue of safety mechanism failure (eclipse) was not confirmed upon inspection of the samples. Analysis of the sample showed that all of the samples were within proper manufacturing specifications. All samples passed safety shield inspection and the activation/locking force test. Bd cannot determine a manufacturing related root cause since the reported failure mode was not confirmed. Production records were reviewed, and this batch was compliant with our product specification requirements.